Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, with the display indicating "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections. Tandem technical support decided to replace the pump, advised the customer to use a backup therapy to ensure insulin delivery, and provided instructions on returning the malfunctioning pump. The customer acknowledged and understood the instructions.